Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/28/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: the product was returned for evaluation. Visual analysis of the returned product revealed that one opened sample product code sxpp1a301 was received for evaluation. Upon visual inspection of the returned sample, the suture barbs were to be damaged at the tips, in addition the fixation tab was observed to have two sides broken. After further evaluation of the fixation tab crimping marks were observed on the tab possibly from a surgical device. It should be noted that a 100% inspection is perform via automotive vision system to ensure the tab is present and complete during manufacturing. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was obtained: lot number ramdpe and qpmcdp were provided. Is the lot number qpmcdp involved in the event? Unk. Is the lot number unknown or is ramdpe / qpmcdp the possible lots involved? The two lots were returned to sukagawa qa regarding this complaint. Did the fixation tab come off on 1 suture? Reported qty of product involved is 1. No further information will be provided.

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and barbed suture was used. The fixation tab came off the suture during continuous suturing. Another like device was used to complete the procedure. There were no patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: (B)(6) 2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: please provide procedure date. No further information is available. How was procedure successfully completed? No further information is available. Please provide the return status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. We regularly contact with sales rep about the device returning. We got this info from the actual product on (B)(6) 2021 - lot number: ramdpe , qpmcdp no further information will be provided. The following additional information has been requested: lot number ramdpe and qpmcdp were provided. Is the lot number qpmcdp involved in the event? Is the lot number unknown or is ramdpe / qpmcdp the possible lots involved? Did the fixation tab come off on 1 suture? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name -irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength = 2360 g /m.